Event description:
During cardiopulmonary bypass, the arterial monitor displayed a high line pressure alarm, causing the arterial pump to stop. The monitor was rest and the procedure was concluded. There was no patient injury as a consequence of this event.